Event description:
It was reported that the hubs of two ultrathane mac-loc locking loop multipurpose drainage catheters separated following placement in a unknown patient. It was confirmed that the hub separations did not occur on the same day. One device was in place for 2 days before the hub detached, while the indwelling time for the second device before hub detachment is unknown. In both instances, the catheters had to be removed and replaced in an additional procedure. No additional harm to the patient has been reported.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - department: materials management. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the hubs of two ultrathane mac-loc locking loop multipurpose drainage catheters separated following placement in an unknown patient. It was confirmed that the hub separations did not occur on the same day. One device was in place for 2 days before the hub detached, while the indwelling time for the second device before hub detachment is unknown. In both instances, the catheters had to be removed and replaced in an additional procedure. No additional harm to the patient has been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, it was noted the catheter was jagged at the point of separation. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the reported complaint device lot and its related subassembly lots found no quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause is component failure without a manufacturing or design deficiency. It is possible that excessive force was applied to the catheter resulting in separation. However, this possibility cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.